Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced fluctuating blood glucose levels beginning the previous night. The patient awoke to low glucose alerts below 40 mg/dl and treated the lows with glucose tablets and carbohydrates. The patient also experienced a sensor failure during the low-glucose event and replaced the sensor the following morning. After the new sensor connected, the patient¿s glucose level was reported at 330 mg/dl. The patient ate two pieces of toast for breakfast, which was less than usual, but made a more-than-meal announcement due to the elevated glucose level. The patient later experienced another low glucose level of approximately 40 mg/dl and treated it with a cereal bar. At the end of the call, the patient¿s glucose level was 54 mg/dl. The patient was advised not to use meal announcements to treat elevated glucose levels, as this may have resulted in the device delivering too much insulin. The patient was instructed to continue monitoring glucose levels after consuming carbohydrates to return to range. The patient used glucose tablets, carbohydrates, and a cereal bar as backup therapy and did not require assistance. The blood glucose levels remained outside the 70¿180 mg/dl range for a couple of hours. No ketone testing was performed, and there were no recent steroid injections, no professional medical intervention, and no other assistance reported. The patient reported no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.